Manufacturer narrative:
Evaluation summary :the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 2nd and 3rd distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. Four photographs were received capturing the resolute integrity stent. Deformation is evident to the distal portion of the stent with struts raised. Two photographs were received capturing the resolute integrity shelf carton. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 90% stenosis located in the ostium diagonal branch. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated using a 2.5 nc balloon at high pressure. The device did not pass through a previously deployed stent. Resistance was not encountered during advancement. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to its calcification, stent deformation was observed upon removing from the patient. The procedure was completed using a 2.25x14mm resolute integrity stent. The patient is reported to be alive with no injury.